Event description:
The customer reported that a secondary potassium infusion flowed into primary IV set. The user noted the secondary 100ml IV bag was empty, but the device vtbi read 68mls. The IV sets were sequestered. The user setup new IV sets with the new potassium bag and the secondary infusion infused as intended with the same pcu and pump module. The user ruled out device issue since the new potassium bag infused correctly.

Manufacturer narrative:
Concomitant medical product: hospira 100ml IV bag of potassium chloride, lot: 53-082-jt, exp: 11/1/16, therapy date: (B)(6) 2015. The customer¿s report of secondary flowed into primary was confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered on both primary sets received. Functional testing was performed and fluid and air bubbles were immediately noticed going into the primary bag on the used set received. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the check valve failure is due to a polyvinyl chloride particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the polyvinyl chloride was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.